Manufacturer narrative:
Additional device product code: ktt. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procure on (B)(6) 2020, the trochanteric fixation nail-advanced (tfna) nail implant would not properly align with the lag screw when attached to the insertion handle. When surgeon removed the implant, the set up seemed to be incorrect in angle of screw to nail. As if it was 132 instead of 130. Surgeon opened another nail and it was perfect. There was unspecified amount of surgical delay. There was no known or reported post-surgery complications. No further information reported. During manufacturer's preliminary investigation of the returned devices it was identified that tfna helical blade is chipped off. Concomitant devices reported: unknown tfna scr perf l90 tan (part# 04.038.190, lot #: 3l44071, quantity: 1); insertion handle (part# unknown, lot# unknown, quantity 1); tfna fem nail ø10 r 130° l380 timo15 (part # 04.037.058s, lot # 37p6580, quantity 1). This report is for one (1) tfna fenestrated helical blade 90mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation flow: damage. Visual inspection: the tfna helical blade perf l90 tan (part # 04.038.390, lot # 10l8069) was received at us customer quality (cq), and it was noticed that the distal tip was broken and the tip was not returned. The rest of the device shows no visual defects. Device failure/defect identified? Yes; distal tip was broken off. Dimensional inspection: the outer diameter of the portion adjacent to helix section was measured. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received tfna helical blade perf l90 tan (part # 04.038.390, lot # 10l8069) as the distal tip of the device has broken off. Although no definitive root-cause can be determined, it is possible the blade experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: device history review done by gabrielle truong on august 5, 2020. Part number: 04.038m390sp, lot number: 10l8069, part manufacture date: july 1, 2019, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 90mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: the lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.